Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received inappropriate shock for a sinus tachyarrhythmia. The patient was otherwise asymptomatic. The device was re-programmed. No additional information was reported.